Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection of the lead did not reveal any anomalies. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Upon further analysis, x-ray examination revealed the inner coil over-torqued within the connector region which is consistent with procedural damage. Based on the device analysis and the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the implant procedure, while positioning the right ventricular (rv) lead, high capture threshold and a loss of capture were noted, possibly due to patient anatomy. The lead was exchanged, and the patient was stable with no adverse consequences.